Manufacturer narrative:
The lot was manufactured from november 06, 2019 - november 07, 2019. The actual sample was received for evaluation. Unaided visual and magnified inspection did not identify any abnormalities that could have contributed to the reported condition. No black particulate matter was observed inside the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign material was observed inside the fluid path of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.